Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on all channels, suspected to be electromagnetic interference (emi). The noise was sensed by the device, and resulted in the delivery of an inappropriate shock. In addition, a 6 second pause in pacing was observed. To date, there have been no reported patient symptoms associated with this clinical observation.